Manufacturer narrative:
H10: manufacturing review: a lot history review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, eight years ten months of post deployment, the patient presented with chronic back pain. Around, one year and eleven months, the patient presented with lower abdominal pain. Around, one year and four months later, the patient presented with lower back pain. On the same day, a magnetic resonance imaging (MRI) lumbar spine demonstrated incidental note of a central disc protrusion at t11-t12 level, measured 3 mm. This appeared to abut the ventral cord without cord contouring. At l5-s1 level, a broad-based posterior disc protrusion was greatest in the right posterior lateral space with a maximum anteroposterior dimension of 3.3 mm. After, four months and eighteen days, on (B)(6) 2018, a computed tomography angiogram (cta) abdomen and pelvis with and without intravenous contrast showed that a filter was present within the inferior vena cava just below the level of the renal veins at the level of l2-l3. Multiple limbs of the filter extended beyond the lumen, some of which extended closely to and possibly into the inferior endplate at l3, as well as extended posterior to the aorta and along the right lateral margin. One on the right also closely approximated the gonadal vein. One of the prongs was embedded in 1 of the patient¿s lumbar discs. There was no evidence for protrusion of the prongs into the aorta or overlying duodenum. After, four weeks, the patient presented with chronic low back pain. On the same day, a magnetic resonance imaging (MRI) lumbar spine without contrast demonstrated t11-t12 small central protrusion. Also, l5-s1 moderate right recess protrusion was noted. Therefore, the investigation is confirmed for the perforation of the inferior vena (ivc). The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis, pulmonary embolus and in conjunction with knee replacement surgery. Approximately eleven years and eight months post filter deployment, a computed tomography angiogram (cta) abdomen and pelvis with and without intravenous contrast revealed that multiple limbs of the filter extended beyond the lumen, some extended closely to and possibly into the inferior endplate at l3 as well as extended posterior to the aorta and along the right lateral margin. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced chronic back pain and lower abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis, pulmonary embolus and in conjunction with knee replacement surgery. Approximately eleven years and eight months post filter deployment, a computed tomography angiogram (cta) abdomen and pelvis with and without intravenous contrast revealed that multiple limbs of the filter extended beyond the lumen, some extended closely to and possibly into the inferior endplate at l3 as well as extended posterior to the aorta and along the right lateral margin. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced chronic back pain and lower abdominal pain; however, the current status of the patient is unknown.